Event description:
The valvulotome did not open properly. It would jump open immediately. It also did not close properly and the blade would stay exposed. There was no patient injury.

Manufacturer narrative:
We have received the complaint device for evaluation. As reported, when the green handle was actuated the blades/hoops did not properly open. The blades/hoops partially opened, but did not stay open. Further testing found that the catheter had been stretched at the base, which did not allow the blades/hoops to fully open or stay open as intended. While the issue was linked to the stretched catheter, it could not be determined if the damage occurred during manufacturing or during use by the customer. The report of one of the blades remaining exposed was not confirmed. The blades closed properly when retracted and none of the blades remained exposed from the sheath. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints from other customers of a similar nature for devices from this lot.